Manufacturer narrative:
Review of the production records confirmed that the product met release criteria. Additional inspection and testing of the reserve samples was found to be conforming and met release criteria. Product testing did not re-produce the "horse shoe" shape non-conformance observed by the clinician. The product instructions for use indicate that "if there is no overlap and edges are approximated, the slit may be closed with a running suture".

Event description:
It was reported by the clinician that during the nerve repair procedure, the product would not wrap together as intended and would only form a "horse shoe" shape. The clinician decided to use another product and the procedure was successfully completed with a 15-20 minute surgical delay. No further information is available due to hospital policy.